Event description:
It was reported that a pt underwent a coronary artery bypass graft on (B)(6) 2012. When the surgeon was pulling the needle through the anastomosis, two-thirds of the way down on the needle, the needle got stuck in the vein. There were no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - needle drags through tissue. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.